Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 7.9 mmol/l. Customer stated that they used a (B)(6) alkaline battery. Customer tried two other batteries and the screen was still blank. Customer installed a new battery after 10 minutes and the display is still blank. Customer was advised to disconnect and medtronic will change the pump. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.